Event description:
--

Event description:
Boston scientific received information that during a routine check ten days after this left ventricular (lv) lead was implanted when the patient was upgraded to a crt-p, the lead would not capture and they were unable to get an r-wave. An x-ray confirmed the lead had dislodged. An attempt to reposition the lead was unsuccessful as they were unable to recannulate the coronary sinus. The lead was removed and the lv port of the device was plugged. There were no further adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
To date the lead has not been returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.